Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved event. During the alleged sca a nurse who was at the scene commenced CPR while the AED was obtained from their cabinet onsite. The device advised to press the shock button however it appeared the shock was not delivered. The nurse alleged this happened twice. The patient survived to hospital admission.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2007. The user powered on the device and was issued with the advisory speech prompts. The patient presented ventricular fibrillation. The algorithm assessed the rhythm, and a shock was advised at 00:00:10. The algorithm decision then reversed, and the rhythm was determined to be non-shockable. The device disarmed at 00:00:12. The algorithm began to reassess the rhythm at 00:00:14, and a shock was again advised at 00:00:22. The algorithm decision then reversed, and the rhythm was determined to be non-shockable at 00:00:26. The device disarmed at 00:00:27. The device advised CPR, and chest compressions were delivered at an average rate of 132 compressions per minute (cpm). Following this cycle of CPR, the patient remained in vf, and a shock was advised. The algorithm decision then reversed, and the rhythm was determined to be non-shockable at 00:02:41 and the device disarmed at 00:02:41. The device advised a shock again at 00:02:49, and the device disarmed at 00:02:56. The pads were removed at 00:04:33. This event was entered into the offline algorithm tool, which confirmed the non-shockable algorithm decision. As per the clinical statement, the device did advise a shock but subsequently disarmed. When the user did press the shock button the device had already disarmed, therefore no shock was delivered. A clinical and algorithm review identified the heart rhythm was determined to be non-shockable. As the algorithm does not report a sensitivity and specificity of 100% some cases will not be diagnosed as shockable. The sam 300p ECG arrhythmia analysis algorithm performance has been extensively evaluated by using several databases of real-life ECG traces. Included in this are the american heart association¿s (aha) database and the massachusetts institute of technology mit ¿ nst database. The sam 300p ECG arrhythmia analysis algorithm¿s sensitivity and specificity meet the requirements of iec60601-2-4. This device shall by retained by heartsine as per complaint handling procedure h001-003-080.

Event description:
This was a patient involved event. During the alleged sca a nurse who was at the scene commenced CPR while the AED was obtained from their cabinet onsite. The device advised to press the shock button however it appeared the shock was not delivered. The nurse alleged this happened twice. The patient survived to hospital admission.